Event description:
It was reported that during the implant procedure, the physician had difficulty inserting the atrial lead into the header of the implantable cardioverter defibrillator. After several attempts, the lead was successfully implanted. The patient was in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.